Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm mitral annuloplasty ring, it was explanted and replaced with a 25mm mitral bioprosthetic valve. It was reported that the saline test post ring placement revealed a central regurgitant leak that the surgeon was not comfortable with leaving. No additional adverse patient effects were reported.